Event description:
It was reported to apyx medical corporation that a plastic and reconstructive surgeon with many years of experience, was performing a 360° liposuction of the abdomen flank and inferior back, utilizing a power assisted liposuction system [ s.a.f.e technique] followed by renuvion sub dermal skin tightening using a apyx-270-bpp cm apyx medical handpiece. During the second pass and before the third pass while performing the renuvion treatment, as the surgeon was introducing the handpiece, his thumb slipped on the button that releases the stainless steel blade from the handpiece and when he pulled out the handpiece the blade had become lodged inside the patient's right flank. To date, no images have been performed and the patient is aware of the retained blade. The breakage is potentially from handling/technique. However, the procedure was completed with a new handpiece and the patient is doing well with no issues.